Manufacturer narrative:
Conclusion: a review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 9 months post implant of this bioprosthetic valve, a transcatheter valve-in-valve procedure was performed due to moderate to severe stenosis of the bioprosthetic valve. No adverse patient effects were reported.